Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an n184 (neg prox occl a nondelivery). No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the distal pressure pin was found to be broken.

Manufacturer narrative:
During testing, it was noted that the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.